Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) power control board fuses f11 and f12 were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses were discarded at the site.

Event description:
A site representative reported that the mobile view station (mvs) was not receiving power. She reported that the line power light was off and that the system was beeping. No patient was involved with this concern.